Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, polypropylene mesh carries the clear advantage over previous synthetic mesh compositions in terms of rejection, infection, and erosion, and antibacterial mesh may not necessarily confer resistance to infection.

Event description:
Received a study titled "biomaterials for pelvic floor reconstruction." The article was a discussion of available biomaterials utilized in pelvic floor reconstruction and the review of products. Per the article adverse events associated with procedures included recurrence, erosion and rectovaginal fistula.